Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "the tubing broke off at the distal end of the cassette." The event occurred during infusion. Device operator was a nurse. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) ltd.